Event description:
It was reported that the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (p.n.: 10140-000), was used in a colonoscopy to ablate a cecal polyp. The settings were apc effect 2 at 25 watts power. However, the pt was admitted four (4) days later with a cecal perforation. No surgery was required, but the pt was given IV antibiotics and hydration as well as kept in the hospital for observation. The pt was subsequently discharged.